Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a hematoma and infection. The patient could not remember which device or the date of when this happened. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.